Event description:
Voluntary medwatch form received states: right ventricular (rv) lead exhibited low and out of range impedance warning.

Manufacturer narrative:
Related voluntary medwatch form received: mw5154994.